Manufacturer narrative:
(B)(4).

Event description:
It was reported that far-r oversensing and inappropriate auto mode switch were observed. Wide qrs complexes were also noted. No programming changes were suggested. The patient was in good condition.